Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient returned as an outpatient with leaking PICC. The PICC line was replaced. No patient harm reported. The patient's condition is fine.

Event description:
It was reported the patient returned as an outpatient with leaking PICC. The PICC line was replaced. No patient harm reported. The patient's condition is fine.

Manufacturer narrative:
(B)(4). The customer returned one s-l PICC for investigation. Evidence of use was observed on the catheter and inside the extension line. The catheter appeared intentionally severed. Visual inspection revealed the extension line contained a hole midway down its body. This hole is consistent with contact with a sharp object (needle, scalpel, etc.) During use. The total length of the catheter body measured to be 15" which is not within the specification of 22 1/2" - 23" per catheter product drawing. This indicates that at least 7 1/2" of the catheter were severed and not returned for evaluation. The outer diameter of the distal lumen measured to be 0.09625" which is within specifications of 0.093" - 0.097" per distal extension line extrusion product drawing. The inner diameter of the distal lumen measured to be 0.058" which is within specifications of 0.055" - 0.059" per distal extension line extrusion product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen." Water leaked out of the hole in distal line. A manual tug test confirmed the extension line was fully secured onto its luer hub. A device history record review was performed, and the following relevant findings were identified: for material c-15802-036a, a non-conformance was initiated for batches 13c21h1829, 13c21h2350, 13c21h1827 in regards to extension line leak during use. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of an extension line leak in use was confirmed by complaint investigation of the returned sample. A hole was found in the distal extension line. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and a relevant finding was identified. This damage is consistent with unintentional contact with sharps. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.